Manufacturer narrative:
(B)(4). Eval conclusion: moderately tortuous and moderately calcified lesion. Moderate force applied during delivery. Stent deformation and failure to deliver the stent. Eval results: moderately tortuous and moderately calcified lesion. Moderate force applied during delivery. Eval summary: the stent was returned positioned between the inner shaft markers on the returned stent delivery system. A number of struts on the 10th distal stent segment were raised and pulled distally. A number of struts on the 11th distal segment were deformed.

Event description:
The physician was attempting to deliver an endeavor resolute 3.5mm diameter x 24mm length rapid exchange (rx) stent to a moderately calcified and moderately tortuous lesion in the proximal to mid marginal lcx. The lesion had been pre-dilated; however, it was reported that resistance was encountered when attempting to advance the stent to/across the target lesion and some force was applied. Upon removal the stent was noted to be damaged. Further pre-dilation with an nc balloon was carried out, a buddy wire was inserted and 3 integrity stents were implanted in the lesion. No other clinical sequelae have been reported. Please note that this device (B)(4) is distributed outside the us; however, it is similar to the us distributed product (B)(4).